Event description:
During a coil embolization of right lower quadrant pericolonic varix, a 8 mm x 14 cm interlock-35 detachable coil would not deploy (defective product). It was not used in the patient. Procedure was continued with new coils and a post-embolization venogram was performed which demonstrated complete occlusion of the varix.